Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 21.6 seconds, and the end of life (eol) replacement indicator was declared 60 days later with a single charge time of 30.4 seconds at a monitoring voltage of 2.55 volts. The maximum charge time while the device was implanted was 33.8 seconds. The device was explanted approximately 12 days after eol was declared. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device displayed an end of life (eol) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. There were no adverse patient effects reported, and the device remains implanted and in service.

Event description:
The device subsequently was explanted and replaced with no adverse effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eol suspected.